Manufacturer narrative:
(B)(4); device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a vascular procedure, following at blocking charger at the end of procedure stapling, there was difficulty to remove the clamp, tissues being stuck. Haemorrhage occurred. Damaged cartridge.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: k4c59 is not a valid lot number. Can you please verify the lot number for the complaint device? How was the procedure completed? How much blood was lost (ml)? Did the patient require a transfusion? Was the device difficult to open? Did the jaws of the device open? Did the device deliver any staples? If yes, was the staple line complete? Were the staples formed properly? Did the device cut? If yes, was the cut line complete? What type of damage was observed with the cartridge? Was there any patient consequence? One sc60 device has been received under this complaint. The sc60 device was received for analysis with no visual non-conformances and with a ecr60b cartridge reload present. The reload was received unfired and with the pan detached from the reload and several drivers out of position and missing. Upon evaluation, the reload was noted to have the deck and alignment stop tabs damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.